Event description:
It was reported that a malfunction occurred on a pump, specifically showing malfunction code 16. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer opted to use multiple daily injections (mdi) as a backup therapy, and tandem technical support planned to replace the pump.